Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed low, out of range, hv lead impedance. The lead was subsequently explanted and replaced. There were no patient symptoms reported.

Manufacturer narrative:
A partial lead with the lead tip measuring 44.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.